Event description:
Reportedly, in 2003 pt underwent a left colectomy. In 8/2003 pt was brought back to the hosp due to an eviseration. In 8/2003 the pt had surgery to close the wound. The doctor performing the reoperation found the suture to be untied. Suture was removed but will not be returned for investigation. The pt was resutured without complication.